Manufacturer narrative:
The investigation related to this event is ongoing. At this time, the available information is insufficient to determine a definitive root cause or whether the device contributed to the reported event. A supplemental MDR will be submitted to FDA upon completion of the investigation and when additional information becomes available.

Event description:
It was reported that a patient underwent a total joint arthroplasty of touch cmc1 prosthesis. Subsequently, two weeks postoperatively, the patient underwent revision surgery due to dislocation. According to the surgeon, the initial implant was overly tight, which was believed to have contributed to the subsequent volar dislocation.